Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause was not determined and the device has not been explanted. Neurosurgeon and pain doctor were going to discuss. No further details or dates. The account has been made aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that their doctor's office that put their implant doesn't work with medtronic anymore. Patient stated that they were going to have the implant taken out on august 7th, but they just saw a new pain doctor who said to not take it out because once they remove it, they are never going to put it back in. Patient said that when they walk, the box hurts really bad and sometimes it sends pain down their leg and they feel like their leg is going to give out or when they're on the toilet they can't reach back and wipe themselves because the box pushes on something and patient feels like they're about to pass out. Patient mentioned on december 2022 they had a x-ray and found out the left lead disconnected. Patient mentioned a lot of their pain was on their left side and they have crps. Patient noted they had surgery and the crps jumped to their right side. Patient mentioned they had to turn off the stimulator and their back was burning. Patient mentioned that their old representative's name but the number they had was disconnected so they guessed the rep was no longer with the company. Patient mentioned their pain doctor (dr. Andrew kaufman) informed patient in the meantime to not take the implant out and to see if the medtronic (mdt) rep can use the right lead. Patient mentioned their neurologist was dr. (B)(6) who is going to do the surgery and who they'll meet the mdt rep with. Agent sent an email to the local mdt reps for visibility.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted:(B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they met with the patient yesterday regarding a lead replacement. The patient is expected to have one lead replaced on (B)(6) 2025 because the lead migrated. The rep was not sure which of the two lead migrated, based on the x-ray the rep thought it was the right side lead. The x-ray that showed lead migration was taken on (B)(6) 2022. The rep indicated that there was not a problem with the ins but it may be replaced at the same procedure, depending on insurance coverage.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that only the intellis implant was replaced and upgraded to incetiv. The date of the surgery was (B)(6) 2025. The lead was salvaged and placed properly. The issue was resolved and now the lead was in an appropriate place and they were able to program and also activate a closed loop program. The lead remains in use and the battery will not be returned as it was an elective replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# va2gjbl041 implanted: (B)(6) 2022 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.